Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer performed troubleshooting after the alarms and the alarms appeared to be stemming from the insulin becoming gel-like in the tubing and possibly the cartridge. As the customer was not currently receiving an occlusion, tandem customer technical support (cts) was unable to perform a system check to confirm the cause of the occlusion and/or gelled insulin. The customer's blood glucose (bg) level ranged from 200 to 600 mg/dl. To address the bg level, the customer would changed the pump supplies, administer insulin injections and boluses via the pump. Reportedly, the customer had been using humalog in the cartridge for 3-4 days. Tandem technical support informed the customer that humalog was labeled for a 48 hour use in the pump. The customer acknowledged the information.